Event description:
The dealer reports that the monitor, when on a simulator, will alarm sooner than the simulator setting indicates it should and the monitor will not alarm for simulated heart fast condition (tachycardia).